Event description:
Information received by medtronic indicated that they allege insulin pump was over delivering. Customer stated they experienced low blood glucose level and was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.